Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa 00780 superseded by mdd CAPA-001226. Device history lot : mfg date identified as october 9, 2007 h10 additional narrative: added: h6 (clinical code). H6 clinical code: appropriate term / code not available (e2402) is used to capture blood heavy metal increased. Corrected: e4, h5.

Manufacturer narrative:
Product complaint # (B)(4). Corrected: e1 g4 PMA/ 510(k) should be left blank h7 (remedial action initiated type) and h9 were left blank in initial medwatch e3 initial reporter occupation: lawyer no 510(k) number should be provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claim letter alleges the released of metal from the prosthesis, resulted to a harmful health. Patient is seeking compensation for damages. Litigation alleges acetabular component loosening and pain during walking and elevated metal ions. The unknown sleeve was updated. Doi: (B)(6) 2009, dor: (B)(6) 2017, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.